Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Result: visual inspection revealed that the right side of the nasal interface was broken. A lot check revealed no other complaints of this nature for lot 150624. Conclusion: the cannula would not have passed testing on the production line in a damaged condition. We note that the cannula had been in use for two days before it was broken. From the nature of the damage and information received from the hospital, it appears that the damage was caused by the patient being uncomfortable and trying to remove the cannula. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 device contain the following warning: - do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported that the tubing of an opt844 nasal cannula was split after two days of use. No patient consequence was reported.